Event description:
A filter leak. The report stated that the incident occurred during home infusion of an unspecified amount of chemotherapy (5fu) via PICC line. Reportedly, after an unspecified length of time while the patient was sleeping the "air eliminating filter leaked all over the patient and bed linens. There was no way to determine how much of the dose the patient received and a repeat dose was ordered by the physician. These home care patients were all given spill kits and informed staff that they were used". Though requested, no additional information has become available.